Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open procedure, where they applied the device at the colon/anastomosis, there were post operative staple line leaks and tissue damage.